Event description:
It was reported that stent size incorrect for the lesion occurred. A 8x80x75/ 6f wallstent was advanced to treat the lesion located in the bile duct. However, when the physician released the stent, it was found that the length of the stent was incorrect for the lesion details. The device was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received fully constrained and the stent in the correct position on the device. The stent was deployed successfully without any resistance or issues experienced. No issues were noted with the stent cups or stent holder. No damage or issues were identified with the deployed stent. The inner and outer diameter of the stent was measured and the length was within specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues with the tip of the device. No issues were identified during the product analysis.

Event description:
It was reported that stent size incorrect for the lesion occurred. A 8x80x75/6f wallstent was advanced to treat the lesion located in the bile duct. However, when the physician released the stent, it was found that the length of the stent was incorrect for the lesion details. The device was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the stent was too long for the lesion details.